Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer in the USA that, a patient in home care, immediately after cannulation of a m6lpc specialized tracheostomy tube, the patient's mother observed a leak in the cuff. She decided to use the device for one more day before replacing it. The faulty m6lpc specialized tracheostomy tube was replaced with a similar product. It is unknown if the unit was pre-tested. Additionally, it was reported that the patient did not have any unusual anatomy, and there was no patient injury.